Event description:
It was reported that during the endoscopic vein harvesting procedure, it was found that the blunt trocar balloon had ruptured. The balloon was inflated as per instruction for use. A replacement device was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted, when the device has been returned, and the investigation completed.